Event description:
A biomedical technician (biomed) reported to olympus, the evis exera iii video system center displayed a b30 (scope communication) error. The biomed reported the error code with several scopes (clv-190 and cv-190). There was no report of patient harm associated with this event.

Manufacturer narrative:
The biomedical technician was given the part number for the cleaning jig and continued to troubleshoot. After being sent the quick reference guide, the issue (b30 error) was resolved. The biomed determined the cv-190 was working properly. The device will not be returning to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.